Manufacturer narrative:
Findings: pump received with cracked battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged and the reservoir was held in place by tape. Customer also reported a recent blood glucose level over 500 mg/dl, which was treated with the insulin pump. High blood glucose troubleshooting was not performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.